Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board and f4 fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not x-ray prior to a case. No patient injury was reported.